Manufacturer narrative:
A2) patient age - mean age 64.8 ± 14.1 years. A3a) patient sex - 134 males, 68 females. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, hematoma and perforation are listed as potential adverse events with use of the tightrail devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 27mar2021): ¿comparison between tightrail rotating dilator sheath and glidelight laser sheath for transvenous lead extraction¿. The study retrospectively aimed to compare the procedural outcomes of transvenous lead extraction (tle) with tightrail sheath and glidelight laser sheath, in order to evaluate the effectiveness and safety of the tightrail sheath as either a primary tool or a second-line method. A total of 202 patients who underwent tle for 375 leads were enrolled in the study between january 01, 2015 and march 31, 2020. All lesions were sequentially treated with spectranetics glidelight laser sheaths and spectranetics tightrail rotating dilator sheaths. Group a underwent tle with glidelight only (n = 157), group b with tightrail only (n = 22), and group c with both (n = 23). Procedural complications in group a included, 3 cases of pocket hematoma, 2 cardiac avulsions with right ventricular perforation, 1 case of delayed cardiac tamponade, 1 case of a flailed tricuspid valve leaflet with severe tricuspid regurgitation (tr), and 4 post-procedure new onset of moderate or severe tr. All cases were treated successfully with surgical intervention (MDR # 3007284006-2026-00268). Procedural complications in group b included 2 cases of pocket hematoma, 1 case of a superior vena cava (svc) perforation, 1 case of a flailed tricuspid valve leaflet with severe tricuspid regurgitation (tr), and 3 post-procedure new onset of moderate or severe tr. All cases were treated successfully with surgical intervention. Procedural complication in group c included 1 male patient that had significant access site bleeding requiring 2 units of blood transfusion during his hospital stay (MDR # 3007284006-2026-00270, MDR #3007284006-2026-00271). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 27mar2021 has been used, the date of publication. Qin d, chokshi m, sabeh mk, et al. Comparison between tightrail rotating dilator sheath and glidelight laser sheath for transvenous lead extraction. Pacingclin electrophysiol. 2021;44:895¿902. Https://onlinelibrary.wiley.com/doi/epdf/10.1111/pace.14206. This report captures the serious injuries that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.